Event description:
The subject was treated with 6 zephyr endobronchial valves implanted in the right upper lobe (rul) and the right middle lobe (rml) in a bronchoscopic lung volume reduction procedure on (B)(6) 2019 at (B)(6) hospital. The procedure and the subsequent hospital stay were uneventful, and chest x-rays showed evidence of atelectasis. The subject was discharged from the hospital on (B)(6) 2019 (5 days later). About 10 minutes after arriving at home, the subject experienced a tension pneumothorax. An ambulance was called. The subject was in cardiac distress. Initially, ventilation was administered via a laryngeal mask. A second ambulance arrived, and the subject was intubated and taken to (B)(6) hospital (the treating physician has privilege at both hospitals). The subject experienced loss of cardiac output; resuscitation was attempted. However, severe neurological damage was noted due to loss of cardiac flow. The physician noted that while the subject was being managed, exhaled co2 levels were not high. Then, the family decided to withdraw treatment and the subject expired on (B)(6) 2019 (date of death). According to the treating physician, the pneumothorax was related to valves implantation, but the death was due to cardiac failure with loss of cardiac output. In summary, this subject suffering from severe copd with emphysema who had been treated with valves twice (lul in 2016 and rul/rml in 2019), experienced a tension pneumothorax 5 days after the second procedure, followed by a cardiac arrest with neurological damage despite resuscitation. The death is related to cardiac failure.

Manufacturer narrative:
Pulmonx has requested follow-up information and additional details about this adverse event from the physician. The manufacturer's investigation is on-going. The initial report of the adverse event is being provided within this MDR. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema ((B)(6)). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema ((B)(6)). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the (B)(6) study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the (B)(6) clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
As reported by the physician, the subject in (B)(6) was treated with 6 zephyr endobronchial valves implanted in the right upper lobe (rul) and the right middle lobe (rml) in a bronchoscopic lung volume reduction (blvr) procedure on (B)(6) 2019. The subject was discharged from the hospital (hospital discharge date pending confirmation). As reported by the physician, the subject collapsed about 10 minutes after arriving at home. Apparently the subject developed a tension pneumothorax 5 days after the valve implantation. The subject was transferred by ambulance to a hospital. The subject experienced loss of cardiac output, was resuscitated and intubated, had severe neurological damage, and died the following day after extubation in the ICU (date of death pending confirmation).